Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown clearlink set leaked. During an infusion of d5% with 0.45% sodium chloride at 50 ml/hr. Via an unreported pump, the nurse administered IV push of 40 mg of pantoprazole diluted in a 0.9% sodium chloride through a 10 ml syringe in the distal port closest to the patient. After, the IV push, the nurse observed the blood had backed up into the tubing and the valve stayed open after the medication was pushed causing it to back up and leak from the distal port. The nurse was able to flush the peripheral IV. The IV tubing was changed. The patient¿s gown was soiled and also changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.